Event description:
Narrative: user facility reported: patient admitted for an active acute myocardial infarction with st segment elevation on EKG. During a left heart catheterization with percutaneous coronary intervention, the physician reported that a small amount of air was introduced into the left coronary artery (lca) upon the first injection of contrast media. The patient fibrillated and was given advanced cardiac life support and recovered. The case was resumed and the right coronary artery (rca) was stented. The patient recovered with no residual damage. The user facility reported that there was air in the stopcock that had not been flushed. (B)(4).

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(4) 2012 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. Acist's medical advisory board reviewed the information and a copy of the cine-angiogram provided by the hospital of the event: this disc includes 11 angio loops and a left ventriculogram. The first loop is of the left coronary circulation. This first loop shows evidence that air had been injected prior to this angio loop being recorded. Before dye is injected on this run, dye is trapped distally in the vessel. Coronary flow is already slow and the vessels do not completely fill. There was no visual evidence of air injected on this run. As this is the first recorded image, it is assumed that air was injected when the catheter was being flushed or filled in anticipation of this shot or on a "test" shot to see if the catheter was appropriately seated. Images 2 - 7 show intervention to the rca. Images 8-11 show repeat images of the left coronary circulation. At this point, the flow in the left coronaries appear normal. The left ventricular gram is unremarkable. There is no visual evidence of air injection or any of the recorded runs. The lv function in the anterior wall appears normal, suggesting that the patient had recovered from the air injection that appeared to have occurred prior to the first recorded angio. The case was an emergency case where air was injected with the first injection of contrast media; this suggests that the tubing was not flushed of air prior to connection to the coronary angiographic catheter. Follow-up on-site applications training was completed by the acist clinical vascular specialist within several days following the event. Based on the results of the testing and analysis of the injector, there is no evidence of device malfunction. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. This report is closed.